Manufacturer narrative:
Updated fields: h2, h3, h4, h6, and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection in addition, the following reportable malfunctions were identified during the device evaluation: rubber crystallized a root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had adhesive tissue attached. It's unknown when the issue first occurred. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.